Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with recent pacemaker implant was reaching the ventricular pacing maximum rate of 140 beats per minute too quickly with exercise. Boston scientific technical services (ts) was consulted and discussed programming options. The accelerometer sensitivity and response factor were reprogrammed to optimize the patients daily activities. The pacemaker remains in service and no adverse patient effects were reported.